Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient had an MRI and the following day device had a reset. Device restoration was successfully performed and recommended dft test was also successful. Device was left implanted and the patient will be monitored normally.